Manufacturer narrative:
Review of instrument image: well g6- neg reaction/ 13 reaction strength- cell button is present with a slight halo in the lower portion of the well. A service call was made. Recalibrated the camera reader. Instrument was tested and is operating within specifications.

Event description:
Customer reported unexpected negative results when testing patient sample with capture-r ready-screen (pooled cells) on the galileo. The sample has a known anti-c. The galileo reported the sample to be negative but the well image visually appears positive.